Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that coating issue occurred. The patient was undergoing a vein stripping procedure bilaterally. The procedure was terminated by withdrawal of guidewires when it was noted that the 035/180 magic torque guide wire (removed from left side) had approximately 4cm of plastic coating over the wire missing and a few centimeters of the coating was stripped back but was still on the wire. Fluoroscopy of the abdomen and chest was performed and did not reveal any foreign body. The segment of coating attached and partially separated from the guide wire was examined under fluoroscopy but was not visible. CT scan of the chest with and without contrast was then performed to search for a foreign body or pulmonary embolism; however, the scan was reported as normal. No patient complications were reported and the patient's status was fine.